Event description:
During evaluation of a returned spectrum pump, the device turned off unexpectedly . No additional information is available..

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device turned off unexpectedly when tested in battery mode. The cause was identified to be depressed battery pin contact on the rear case and fluid intrusion from poor cleaning practice. The back flex battery contact pin will be cleaned to address this issue. A review of the event history log revealed improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: a review of the service history record identified the device has been previously serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event.